Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. As a result, the customer had a loss of consciousness and was treated with an injection of glucose by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated properly, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Activated the sensor with a good known reader and linearity testing was performed, results were within specification. The low glucose alarm did not activate. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Further extended investigated was performed, data was extracted from the returned sensor using approved software. The sensor was found to be in state 3 (indicating active state) and no other issues observed. The device was reprogrammed and activated with a known good libre reader and the low glucose alarm was successfully activated. No malfunction or product deficiency was identified. This issue is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.